Event description:
During an in clinic follow up, noise was noted on the right atrial (ra) lead. Lead damage was suspected. No intervention has been performed. The patient was stable and will continue to be monitored.